Event description:
It was reported to gore that a 30mm gore® cardioform septal occluder was selected to treat a patent foramen ovale (pfo) with an aneurysmatic septum. Initial advancement difficulties due to the pfo tunnel measuring more than 12 mm and the utilization of a multi-purpose catheter were reported. The wire was brought into the upper pulmonary vein. With the device located in the left atrium as intended, the physician pulled the wire which resulted in the device catheter slipping back into the right atrium. Next, the physician passed the defect again, but did not manage to bring the wire back into the left upper pulmonary vein. Therefore, the wire was placed into the right pulmonary vein and the device catheter was advanced again into the left atrium. The wire was pulled out with the device again slipping back into the right atrium. For a third time the defect was passed, but again, the wire could not be brought into the left upper pulmonary vein. Wanting to place the multiple curved wire into the left atrial appendage (laa), the wire slipped towards the mitral valve with the wire suddenly becoming stuck. It was only after several attempts that the physician was able to pull back the wire. The physician then placed the multiple curved wire into the laa and very carefully advanced the gso catheter through the defect with visualizing the tip under ultrasound scan. Then, the wire was pulled and the left disc was carefully deployed. Intra-procedure fluoroscopy imaging verified a good result. Then, the left disc was pulled back towards the septum. Fluoroscopy of the left disc showed a cup-shape, ultrasound imaging however showed that there still was a distance between the left disc and the septum. The left disc was then brought back in the catheter and the system slipped again back in the right atrium. The physician started to bring the wire again through the septum but then observed a pericardial effusion under ultrasound scan. The pericardial effusion was treated immediately and around 500ml blood were drained. Subsequently, the patient was brought to (B)(6) for further treatment.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect - clinical code: added imdrf code e0506. H6: health effect - impact code: added imdrf code f1901. H6: medical device problem code: added imdrf code a24 (to reflect the occurence of the pericardial effusion with an unknown cause). Added imdrf code a150203 (to reflect difficulties with regard to positioning of the device). H6: component code: added imdfr codes g04088 and g04027. H6: type of investigation: added imdrf codes b01, b15, b13 code b01: engineering evaluation summary: the explanted device was reported discarded at the facility. The delivery system of the gore® cardioform septal occluder was returned to gore and an engineering evaluation was performed. The evaluation of the returned device showed the following: the lock release shuttle was in the unlocked position and the control shuttle was in the loaded position. All three occluder eyelets were retained on the locking mandrel. The size and shape of the occluder and lock loop were unremarkable. The delivery catheter was unremarkable. The locking mandrel/retaining stiffener appeared to have a twist. All other delivery system components, including the sliding and locking mechanisms were unremarkable. The difficulty gaining defect access and left disc apposition could not be recreated during the evaluation. Thus, the cause of the difficulty gaining access and positioning the left disc is unknown and cannot be determined from the evidence available. Code b15: imaging evaluation summary: it was reported that a physician had difficulty implanting a gore cardioform septal occluder. Eventually recognizing a pericardial effusion and aborting the procedure. Uitrasound scan images were returned to gore and evaluated. From the limited imaging provided, an aneurysmal pfo is demonstrated. There also appears to be another structure in the right atrium, from the imaging provided it is difficult to ascertain what it may be. There are no images of the device deployment at any point during the procedure. Due to the limited imaging, it is difficult to ascertain why the deployment was unsuccessful and the cause of the pericardial perfusion. H6: investigation conclusions: added imdrf codes d15, d1001. According to the gore® cardioform septal occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: significant pericardial effusion requiring drainage and access site complications requiring interventional surgical procedure, h6: health effect - clinical code: replaced FDA code 3271 with imdrf code e0619. H6: health effect - impact code: replaced FDA code 4641 with imdrf code f23. H6: medical device problem code: replaced FDA code 2682 with imdrf code a0101 (to reflect difficulties with regard to positioning of the device). H6: type of investigation: replaced FDA code 3331 with imdrf code b14. H6: investigation findings: replaced FDA code 3233 with imdrf code c19.

Event description:
The pericardial effusion was treated immediately and around 500ml blood were drained. Subsequently, the patient was brought to university hospital düsseldorf for further treatment. It was reported that the wire advancement and device positioning difficulties were due do the anatomical situation with a long tunnel and an aneurysmatic septum. On june 3, 2022, it was reported that surgical closure of the pfo at (B)(6) hospital had been successful.